Manufacturer narrative:
An event regarding crack/fracture involving a duracon baseplate was reported. The event was confirmed by the photograph provided. Method & results: device evaluation and results: product was not returned however one photograph was provided. Review of the photograph indicates a fractured condyle compartment in the baseplate. Medical records received and evaluation: suboptimal baseplate cementation technique contributed to early disintegration of the implant-cement-bone interface below the medial baseplate section with osteolytic particulate debris generation causing loss of bone support below the medial baseplate and ending in a device fatigue fracture due to overload. Because the surgeon is responsible for adequate cement technique and the whole failure sequence started with disintegration of the cement mantle below the medial baseplate section, the root cause of this pi case is procedure-related with probably a secondary contribution by the patient-related factor of obesity. As such this pi case is not device-related. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: based on the medical review suboptimal baseplate cementation technique contributed to early disintegration of the implant-cement-bone interface below the medial baseplate section with osteolytic particulate debris generation causing loss of bone support below the medial baseplate. Adequate cement technique is the responsibility of the surgeon and as such this pi case is not device-related. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient was revised due to a fractured tibial baseplate. Left knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient was revised due to a fractured tibial baseplate. Left knee.